Event description:
It was reported by the patient that the pink slide did not move forward, and the cannula was not visible when the pod was removed; this indicates a needle mechanism failure. Additionally, the patient mentioned the pod was leaking insulin. The pod was worn between 1 and 4 hours. There was no mention of treatment.

Manufacturer narrative:
Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 18.7 hardware: iphone15.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.